Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a transmission was sent the patient's clinic. The clinic informed the patient that the ICD was " pacing too much and needs to be adjusted." The ICD remains in use. No patient complications have been reported as a result of this event.